Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed high shock impedance measurements greater than 125 ohms. Additional information has been requested; however, no further information is currently available. No adverse patient effects were reported.

Event description:
Additional information indicated the clinic received the alert; however, dismissed it because all the measurements looked good in the daily measurements. Technical services (ts) discussed that the patient does not do weekly interrogations and the red alert was detected a few months ago and since remote monitoring interrogations are not often enough to receive daily measurements, all you will see are weekly averages that far back. There was little rise in the weekly average in the past few months so it is likely this was a single out of range measurement and the average looks normal. Ts discussed the device is likely still beeping since the device will beep for out of range shock impedance measurements. Ts also discussed this is potential intermittent issue as all readings are stable since then but no shocks have been delivered for several years; therefore, the status is unknown.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.